Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was taking a long time to charge their implant and the issue began probably in the middle of january. Patient stated that they had to stay in one spot to charge the implant and they were getting mixed readings and sometimes the controller didn't even buzz to let them know it was done charging so they would have to keep checking the controller. Patient noted that after 45 minutes to an hour they would let the implant only go down to 30% and the implant would be at 40% to 30%. Patient confirmed that this was when they were trying to recharge the implant. Patient mentioned that they reset the controller 3 days ago but that didn't resolve the issue. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 60% recharging and implant 100%. Agent instructed patient to start a charge session; controller showed poor recharge quality. Agent asked and patient mentioned they had the hole of the recharger over their implant, patient repositioned the recharger then got recharging with excellent quality. Patient confirmed charging speed was level 4, patient denied any recent falls/trauma. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient(pt) called in repeated events that has already been reported. Pt mentioned that they met with their manufacturer representative (rep) earlier and they were asked to call as their implant is taking a long time to charge and it's not charging consistently. Pt confirmed no visible damage on the recharger. Agent tried walking the pt to do a hard reset again but caller mentioned that they do not have the ac power cord with them and will be calling us back once they got a hold of it. Pt confirmed that their recharger and controller has been replaced see previous cases. Pt called back stating that they already have the ac power supply. Agent had pt remove the battery pack and plug the empty controller into the ac power supply; pt confirmed that the screen powered on. Agent had pt reinsert the battery pack; pt confirmed that a solid green light illuminated above the controller screen. Pt attempted to charge their implantable neurostimulator (ins), and it began charging with excellent quality, controller 100% and ins 90%. Agent instructed pt to monitor the issue and call back if it persists. Pt called back reporting that ins charging was taking longer than expected. During the call, the device had been charging for 1 hour and 19 minutes. They also noted that charging the ins yesterday took nearly 2 hours (approximately 1 hour and 43 minutes). Agent redirected pt to their healthcare provider (hcp) to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that the patient was charging for 2 hours or longer everyday. Patient has called patient services multiple times to reset the system (see previous reports in this event). The ins was explanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.